Event description:
It was reported that a patient underwent an abdominoplasty on an unknown date and suture was used. During post op recovery, the suture unraveled and a second procedure was done to remove the unraveled stitch. Additional information has been requested.

Manufacturer narrative:
(B)(4). Suture unravelled. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.